Event description:
Patient experienced pain. On (B)(6) 2010, the patient was admitted to the hospital with cervical degenerative disc disease at c4-5 (adjacent level) and the following procedures were done: anterior cervical fusion c4-5, anterior cervical discectomy, bilateral nerve root decompression at c4-5, anterior cervical plating c4-5, placement of intervertebral disc space device at c4-5, and allograft morselized bone grafting. The slim loc plate was removed at c5-7 and there was good clinical healing across the fusion sites. Another slim loc device was also removed. See mfg medwatch report no. 1526439-2013-22952 for the first slim loc device that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Manufacturer narrative:
Investigation results: the product sample was not returned for evaluation stated as a standard of care. As such a device history record (DHR) review could not be conducted as the lot number of the product was unknown. There was no mechanical failure of the implant and it was stated that the previously treated level was fused as intended. Therefore, without a product sample or a mechanical failure of the device, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.